Event description:
Anesthesia machine passed automated am check with ventilator reverse flow notation, leak < 250 and accept option selected. Pt preoxygenated 100% o2. Dr. Aware of reverse flow prompt noted on machine after induction -visual inspection of valves showed opening and closing without sticking using 3l breathing bag- smooth IV induction and intubation and connected to circuit. Bbs checked and ett secured. Ventilator selected with lever. Ventilator alarmed for "low mv, unable to drive bellows" tv display only 30-40 with bellows malfunctioning. Minimal chest rise noted on pt. Circuit switched to bag ventilation and able to ventilate pt without difficulty. Called for assistance. Bbs rechecked and et placement confirmed. Additional versed administered by dr. Chief crna in to assess machine and ventilator. Decision to change machines by dr. Propofol infusion increased to ga dose. Anectine allowed to wear off. Pt's vs stable and unchanged with sao2 99 - 100%. Ambu bagged 100%o2 gently during machine switch with narkomed machine. Full monitoring during machine switch with additional monitor for hr, bp, etco2, agent and pulse oximeter. Full machine check out of narkomed replacement machine. Placed on narkomed machine with same tv and settings. Inhalational agent, sevoflurane, turned on & propofol decreased to anti-emetic dose infusion. Zemuron administered after safety of new machine established & prior to incision and insufflation of abdomen. IV antibiotic started and or case proceeded without difficulty. Pt awakened and extubated. O2 via afm 6 1/min to pacu. Pt comfortable with aeration and phonation intact. Dr present from time patient entered room until completion of surgery. Biomed technician present and able to help during machine stitch and additional monitor calibration.